Event description:
The customer reported that the pt received a laceration from the metal plate of the ECG limb clamp electrode.

Manufacturer narrative:
The devcie does not have a serial number; therefore, the mfg date cannot be determined.